Event description:
During gamma3 surgery, the tip of drill broken when surgeon was drilling. The broken tip remained in the patients' bone. The surgeon finished the surgery.

Manufacturer narrative:
Evaluation summary: product inquiry states the drill, tri-flat gamma3 to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drill returned are significantly worn and covered with dents. The drill is not sharp anymore. The drilling spiral is completely sheared off at the level of approx. 16 mm from the tip. The appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). As the drill had been in use for a longer time (manufactured in 2008) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.